Event description:
The customer has observed high androstenedione results on one patient samples on an immulite 2000 instrument using reagent lot 317. The high result obtained on the patient sample on two different days for the androstenedione assay was above the reference range for the assay. It is unknown if the patient sample results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the high androstenedione results.

Manufacturer narrative:
The cause of the high androstenedione results on the one patient sample above the reference range is unknown. Siemens is investigating the issue.